Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break/cut in the hypotube shaft 435mm proximal from the 1.0m delivery system marker and kinks along the hypotube shaft. The location of the hypotube shaft break/cut appears to be a cut following a microscopic examination of the damage. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted & bunched distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the distal left anterior descending(lad) artery. A 2.75x24mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the device could not pass the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.